Event description:
It was reported that the intra-aortic balloon (iab) was inserted while the pt (pt) was in the operating room. On (B)(6)2010, brown flecks were noticed by the cardiac care unit (ccu) rn in the driveline and intra-aortic balloon pump (iabp) alarmed helium loss. The rn called the surgeon and informed him of the blood in the driveline. The surgeon noticed the blood, however, he stated that the iabp was pumping fine with good augmentation, so he decided to leave the iab in for therapy. Twenty-four hours later, the surgeon decided to pull the iab. Upon removal, the iab became stuck in the sheath on the iliac and would not come out; pt was taken to surgery. The surgeon performed a surgical cutdown procedure to the femoral artery and removed part of the iab. It was reported that about 5 inches of the iab membrane was torn away and left in pt. The surgeon called a general surgeon and the general surgeon performed a lateral incision on the abdomen and found the rest of the iab. The iab was removed in three pieces. Pt is still admitted in the ccu and stable. The md stated the pt was very calcified with a "jagged" iliac artery.

Manufacturer narrative:
(B)(4). Follow-up will be filed if additional info becomes available.